Manufacturer narrative:
A device history record review was performed for the subject device: part number: 309.504s, lot number: f-21790, manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 15 september 2017. Expiry date: 01.09.2027. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 309.504s, lot number: f-21790: the irradiation certificate was reviewed and no complaint related issues were found. The batch in question was sterilized by gamma irradiation with a confirmed dose, which is within the specification of the required minimum and the maximum dose. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 a surgery for total hip prosthesis removal on a patient was performed due to a (B)(6) infection. During the surgery, the surgeon remarks a lack of power from the surgical motor (not a depuy synthes device) and then an overheating. In addition, the surgical drill bit broke inside the operating site. There was a surgical delay in order to remove the broken material from the operating site. There was no adverse effect for the patient. It is unknown how many minutes the surgery was prolonged, the whole surgery lasted 1h 50 minutes. All broken off fragments were removed and the procedure was successfully completed. Concomitant device reported: drill reamer conmed (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.5mm high speed drill bit sterile. This is report 1 of 1 for complaint (B)(4).